Manufacturer narrative:
Attachment: user facility voluntary medwatch report. The customer will not be returning the device for eval. The customer contact indicated the event was the result of an operator error in programming the device and reported that the device remained in clinical service. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility voluntary medwatch received that stated: "found insulin drip infusing at 80 units/hr. Blood sugar was 68 at that time and trending down to 36. Pt required an amp of d50w. His blood sugar after the treatment went to 100 and remained in the 100. It was supposed to be running at 5 units/hr." Upon further query the following info was provided. The customer contact indicated the event was an opertor error in programming the device, which resulted in the pt receiving more medication than intended. Reportedly, the device was programmed to deliver humulin r (100u/100ml) at a rate 5u/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse was at the bedside to check the pt's blood sugar. The nurse found the pt's blood sugar level had decreased to 68 mg/dl, and found the device was delivering at a rate of 80u/hr instead of the intended rate of 5u/hr. The physician was notified. The pt was treated with "1 amp of d50." There were no reported adverse pt sequelae. The customer contact reported the device was not removed from clinical service because, "it was a nurse programming error." Though requested, no additional info was provided.